Manufacturer narrative:
(B)(4) - improper or incorrect procedure or method, indications for use states: the prostar xl 10f pvs system is indicated for the percutaneous delivery of sutures for closing the common femoral artery access site and reducing the time to hemostasis and time to ambulation (patient walks ten feet) of patients who have undergone catheterization procedures using 8.5f to 10f sheaths. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that placement of the prostar xl sutures were attempted in the right common femoral artery using the preclose technique prior to an abdominal aortic aneurysm procedure (aaa). The arteriotomy was a 6fr and during the interventional procedure the sheath was upsized to an 12fr sheath. Reportedly, when the needles pulled up, no sutures were attached to the needles. A second prostar xl was used to achieve hemostasis following the aaa procedure. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the prostar device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Needles, sutures and handle were returned in pre-deployed position. The coiled suture lumens had been detached and not returned. The reported needles being pulled up and no sutures attached issue was not confirmed. Based on a visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar needles being pulled up and no sutures attached incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.